Manufacturer narrative:
Details of complaint: the customer reported that the telemetry transmitters being monitored via wi-fi were randomly going into comm loss at the central nurse's station (cns). A change at the customer's site was made to their system which caused issues with the authentication of the transmitters. Once the corrections were made to their wireless infrastructure, the intermittent comm loss issues were resolved. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps and requested the times of communication loss from customer. Nk ts had clinical (cits) reach out to customer who was given another contact. Cits left a voice mail requesting the ip addresses and device ids for the telemetry devices. The response from the customer was that the issue was resolved. With the information available, it is reasonable to determine the root cause to be the facility's network environment. Review of the serial number history shows no recurrence of the reported issue. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The customer reported that the telemetry transmitters that were on wi-fi were randomly going into communication loss with the central nurse's station (cns). The issue was with the wireless system at the customer site, and a change that was made to their system caused issues with the authentication of the telemetry transmitters. Once the corrections were made to their wireless infrastructure, the intermittent communication loss issues were resolved. No patient harm reported.

Manufacturer narrative:
The customer reported that the telemetry transmitters that were on wi-fi were randomly going into communication loss with the central nurse's station (cns). The issue was with the wireless system at the customer site, and a change that was made to their system caused issues with the authentication of the telemetry transmitters. Once the corrections were made to their wireless infrastructure, the intermittent communication loss issues were resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the cns: central nurse's station: model: cns-6801a, sn: (B)(4). Telemetry transmitters: model: gz-120pa, sn: no serial numbers provided.

Event description:
The customer reported that the telemetry transmitters that were on wi-fi were randomly going into communication loss with the central nurse's station (cns). The issue was with the wireless system at the customer site, and a change that was made to their system caused issues with the authentication of the telemetry transmitters. Once the corrections were made to their wireless infrastructure, the intermittent communication loss issues were resolved. No patient harm reported.